Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient received an inappropriate shock due to svt. Programming changes were made. The patient received no further complaints.